Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2019-00847.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2019-00847. Follow-up information revealed the patient's infection has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2019-00847. It was reported the patient had leads explanted due to infection at lead site. The patient was given antibiotics.